Event description:
Facility has had three occurences of the pmo falling out of the pt's head. All three bolts were placed in the same unit of the hosp, two by the same resident and one by a different resident. All three bolts were in pt between 1/2 hour and 2 hours, and fell out after the pt's returned from their CT scans. The director of clinical development has one of the bolts with the catheters still attached available for return and evaluation. One of the pt's had an icp catheter inserted after the pmo catheter fell out which necessitated a new burr hole to be drilled. The two additional incidences have been reported as medical device report #961794-2005-00010 and medical device report 9617494-2005-00011.